Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of cs 088 failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 21 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 21 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-79 years of age and between 46 and 215 pounds. Of the reported patients, 7 were male, 13 were female, and 1 were unknown.